Event description:
A distributor notified zoll that an (B)(6) year old female had a cut and irritation under her breast due to the front therapy electrode pad. The patient's daughter reported that the paddling on the te pad was torn up and that the metal was cutting and irritating the patient's skin, causing it to bleed. I was reported that the patient had a yeast infection under her breast prior to using the lifevest so the skin was sensitive. The patient's daughter reported that they were using an antibiotic ointment on the affected area. During a follow up on (B)(6) 2015 it was reported that the patient's doctor had issued her a medical cream to treat the area. A final follow up on (B)(6) 2015 indicated that the irritation was improving.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged therapy electrode pad) has been confirmed. Upon investigation, the foam cover on the front therapy electrode (te) was compressed exposing the edge of the foil surface. There were no sharp edges or damage to the foil, only the exposed edge due to compression of the edge of the foam cover. The root cause of wear to the therapy electrode was unable to be positively identified. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.